Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the left siderail fold down mechanism was bent. The technician replaced the siderail to repair the bed.